Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After replacing the battery pins, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device did not provide defibrillation energy. There was no report of patient use associated with the reported event.